Event description:
During coil embolization of an anterior communicating artery aneurysm, the physician felt a lot of resistance between the orbit complex fill coil (638cf0510/16085018) and the sl10 microcatheter, and the coil became stretched within the microcatheter. It was reported that the coil did not exit the microcatheter. The coil was removed from the microcatheter, and the procedure was completed using the same microcatheter. A continuous flush had been maintained through the microcatheter and the microcatheter was not kinked. Other coils had advanced through the microcatheter without resistance. The procedure was delayed 15 to 20 minutes due to the event, but there was no injury to the patient.

Manufacturer narrative:
The device was returned for analysis; however, the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during coil embolization of an anterior communicating artery aneurysm, the physician felt a lot of resistance between the orbit complex fill coil (638cf0510/16085018) and the sl10 microcatheter, and the coil became stretched within the microcatheter. It was reported that the coil did not exit the microcatheter. The coil was removed from the microcatheter, and the procedure was completed using the same microcatheter. A continuous flush had been maintained through the microcatheter and the microcatheter was not kinked. Other coils had advanced through the microcatheter without resistance. The procedure was delayed 15 to 20 minutes due to the event, but there was no injury to the patient. A non-sterile orbit complex fill 5x10 tdl was received coiled inside a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was found partially zipped and residues of dry blood can be observed inside of it. The support coil, gripper and the embolic coil were found stuck inside of the introducer due to the residues of dry blood. The support coil and gripper were found without damages while the embolic coil was found stretched. The gripper and embolic coil were inspected through the introducer under microscope; the gripper was found without damage (just residues of dry blood can be observed on it) while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot 16085018 presented no issues during the manufacturing process that can be related to the reported complaint. The coil stretching was confirmed during the analysis. The condition of the embolic coil was apparently caused by applying excessive force on it, but it could not be conclusively determined. However, this defect could not be related to the manufacturing process, and procedural factors appear to have contributed to have these damages. Since the microcatheter was not returned, it is not possible to determine if it may have contributed to the event. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place per that prevents this kind of damages from leaving the manufacturing facility; therefore no corrective actions will be taken at this time.